Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that, the patient's infusion set's tubing on the quick release was coming out on its own. This issue occurred on 2 different occasions, most recently overnight. The patient's blood glucose level at bedtime was 120 and overnight it was more than 300mg/dl. No further information available.